Event description:
It was reported that the device was being used to laser stones in the kidney, when the fiber misfired in the center of the fiber and where it inserts into the scope. Flashing was seen, and lasing was stopped immediately. The procedure was completed using a different 200-micron fiber (model unknown). No injuries.